Event description:
It was reported that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). During the transeptal puncture (tsp), the physician did not see evidence of a successful tsp and two additional attempts were made. Once the tsp was completed, the was advanced across the interatrial septum. Echocardiogram identified that the was positioned in the aorta. The patient was transferred to open heart surgery for aortic perforation repair. The patient was stable and no further complications were reported.

Event description:
It was reported that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). During the transeptal puncture (tsp), the physician did not see evidence of a successful tsp and two additional attempts were made. Once the tsp was completed, the was was advanced across the interatrial septum. Echocardiogram identified that the was was positioned in the aorta. The patient was transferred to open heart surgery for aortic perforation repair. The patient was stable and no further complications were reported. It was further reported that post procedurally the patient developed a pericardial effusion with no interventions administered. One day post index procedure, approximately one hour post extubation, the patient aspirated and expired.